Event description:
It was reported that a "5mm long piece of plastic" was found attached to the bd insyte¿ autoguard¿ bc shielded IV catheter before use, and was removed by the staff member "rubbing" over it with their fingertips. The following information was provided by the initial reporter, translated from french to english: "a 5mm long piece of plastic was attached to the distal part of the insyte autoguard peripheral venous catheter (ref: 381033 lot: 8184941) contained in this kit. The piece lifted off by rubbing at the tips of his fingers. The catheter was not used."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs for evaluation. Bd received one unused insyte autoguard bc 20ga catheter/adapter assembly in an opened package from material number 381033, lot number 8184941. Two photographs were also submitted which displayed a 20ga catheter adapter inside an open package and the second photo displayed the packaging information. Through the visual examination of the unit under a microscope foreign matter was not observed. Further testing could not be performed as there was no foreign matter present to test. We were unable to confirm the reported issue as well as determine a root cause. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "5mm long piece of plastic" was found attached to the bd insyte¿ autoguard¿ bc shielded IV catheter before use, and was removed by the staff member "rubbing" over it with their fingertips. The following information was provided by the initial reporter, translated from (B)(6) to english: "a 5mm long piece of plastic was attached to the distal part of the insyte autoguard peripheral venous catheter (ref: 381033, lot: 8184941) contained in this kit. The piece lifted off by rubbing at the tips of his fingers. The catheter was not used."